Manufacturer narrative:
Upon the initial evaluation conducted by the on-site dealer technician, he was able to identify the problem and implement the correction according to the dc1335 install instructions. The dealer technician provided initial photos of the product malfunction detailing the problem, as well as photos of the correction to the chair. Kavo dental technologies, llc reviewed all photos provided by the dealer technician. After further evaluation of the photos, it has been determined that the set screw was not properly installed, prior to correction, according to the dc1335 install instructions. This resulted in the product malfunction; the separation of the back link from the back pin and the chair back to fall. The dc1335 chair install instructions state to tighten the set screw on the back link so that the chair is firmly retained.

Event description:
The dealer technician reported that the chair back dropped suddenly with patient in chair. The backrest link came loose, and backrest dropped. It was reported that the link set screw appeared to be loose due to wear inside link. It was also reported that the patient went to a chiropractor the same day and is receiving ongoing chiropractic treatments.